Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found the following: the grip, switch box, right/left (r/l) knob, up/down (u/d) knob, scope connector (sc) cover unit, and the sc case unit had a scratch. Due to corrosion on plug unit an e217 (scope error) occurred. Due to wear of angle wire the bending angle in up direction did not meet the standard value. Light guide (lg) lens had a crack, bending tube was deformed, connecting tube had a wrinkle, universal cord had coating peeling, missing data in scope identification, the air/water cylinder had no color, and the suction cylinder had no color. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a whitish foreign material inside the air/water (a/w) tube and a/w cylinder, and the nozzle. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.